Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the customer was changing the cartridge a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. In addition, the customer reported that blood glucose (bg) level had been elevated prior to the malfunction alarm (344 mg/dl). The customer delivered a manual injection. The customer speculated that the elevated bg level could have been caused by a blockage at the site. However, this could not be confirmed because the customer declined troubleshooting.